Manufacturer narrative:
B5: the reporter indicated that a 13.2mm, vticm5_13.2, -5.50/0.5/030 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The patient experienced refractive surprise. The lens remains implanted, the reporter stated "the doctor decided to wait 3 months for the patient to get used to the condition. Then a decision is made about further measures. The patient is doing well so far." Per latest updated medical or surgical intervention was not necessary. It was reported that the problem resolved. For patient condition (last visit) bcva: 20/22, vault 740 and iop 12mmhg was reported. The reporter stated " a better result is not possible due to the original conditions." Cause of event was unknown. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -5.50/0.5/030 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The patient experienced refractive surprise. The lens remains implanted, the reporter stated "the doctor decided to wait 3 months for the patient to get used to the condition. Then a decision is made about further measures. The patient is doing well so far."